Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed a "call tech support" error. No additional patient or event information is available. No product was returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver passed charge test. Picture of screen error taken. Finding related to complaint in picture: observed a call tech support alarm. The customer complaint was confirmed because a call tech support alarm was seen on receiver screen. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.